Manufacturer narrative:
Correction: the correct date of explantation is (B)(6) 2026; not (B)(6) 2026 as previously reported. In addition, the correct date of awareness is (B)(6) 2026; not (B)(6) 2026 as previously reported. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and numbness around the implant. Eventually, the pain subsided. A few months later, the patient experienced discomfort. Subsequently, the device was explanted on (B)(6) 2026; and there are no plans to reimplant the patient with a new device as of the date of this report.